Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user opted to return the ilet pump after experiencing a hypoglycemic event following a meal announcement, with the lowest reported blood glucose of 53 mg/dl, and expressed dissatisfaction with alert burden, cartridge capacity, and perceived privacy concerns related to data access and outreach. Symptoms included hypoglycemia that required oral carbohydrate intake and resolved without third-party or medical assistance. Outcomes included no hospitalization, no emergency intervention, and no long-term injury. Investigation included review of user feedback and device use context. Investigation of this case revealed no confirmed device malfunction and cause of the hypoglycemia remained unclear given limited event details and continued therapy decisions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.